Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "flow rate deviation". According to the customer: "the pump wasn´t performing the infusion correctly.".